Event description:
It was reported that a patient, (B)(6) male, underwent an atrial fibrillation (afib) / flutter procedure suffered a cardiac tamponade which required a pericardiocentesis and surgical repair. A flutter ablation was following an afib ablation with cryo. A steam pop was noted by the physician during ablation in the right atrial isthmus. The patient required CPR until he transported to the or for surgical repair of a perforation at the right atrial isthmus. The physician¿s opinion is the patient anatomy might contributed to the adverse event. The physician stated there was a pouch noted near the right atrial isthmus. No device malfunction was reported.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following bwi devices were in use: carto 3 ((B)(4)), stockert (s/n: (B)(4)), cool flow pump (s/n: (B)(4)), thermocool sf nav catheter ((B)(4)), soundstar siemens catheter ((B)(4)9), and cs bidirectional webster catheter ((B)(4)). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an afib/aflutter case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echo. Caller reported that the medical intervention provided was a pericardiocentesis and an unknown amount of fluid was drained. It was also reported that a steam pop was heard by the physician. It was unknown to the caller whether the patient was in stable condition the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)